Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the error 4253 via the error log. The fse was able to reproduce the error by starting a run of the vitamin d (two-step assay) and the error occurred. The fse verified that the guide rails and tracks for hybrid arm was clean and lubed. The z sensor was clean and not blocked. The fse found that the z-axis heigh adjustment was too low and adjusted it from 1088 to 1100. This error most likely caused clogging issues since the tip was hitting the bottom of the cups when sampling. The fse also found clog sense to be incorrect and adjusted the offset from 192 to 248 and gain from 1023 to 908. The fse was able to confirm error 2207 via the error log. The fse was able to reproduce the error by performing tip pickup tests and the error occurred. The fse replaced the sorter plarail chain and sort board. According to the fse, the reason for replacing the sort board was because he felt like one of the pins on one of the connectors was excessively bent. The fse performed all sorter alignments and associated tests. The analyzer was operating properly per manufacturer and returned to service. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 27mar2020 through aware date of 27apr2021. There were three similar complaints identified during the searched period including this event for error 2207 and no similar complaints for error 4253. The aia-2000 operator's manual under appendix 4 error messages states the following: [4253] hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [2207] no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was failure of the plarail chain for the error 2207 and the hybrid arm z height required adjustment for the error 4253. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4253, hybrid arm z-axis overrun on the aia-2000 analyzer. Customer is also still getting error 2207, no tip acquired by sorter. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.